Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-05409. It was reported the patients right supra-orbital lead had migrated as confirmed by x-rays. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2018, where the lead was repositioned restoring therapy. It is unknown which lead was revised, therefore we are reporting on both.